Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the right atrial (ra) channel that appeared to be 20 hertz. A boston scientific technical services consultant reviewed the episode and determined the noise was likely caused by the minute ventilation signal sent to evaluate the trans-thoracic impedance. A lead integrity issue or connection issue with the non-boston scientific ra lead was suspected. No adverse patient effects were reported.